Event description:
Glenosphere orientation guide broke during surgery unknown if all parts removed from patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed a portion of the tip broke off. A previous investigation found depuy france states the fracture is due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(4) 2008 via eco# 253075. The complaint sample was manufactured prior to the change. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.